Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had intermittent diaphragmatic stimulation from the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.